Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Complaint processing department received no sample and no further information and thus, a further evaluation and investigation of the complaint was not possible. As no sample was provided for investigation, a malfunction could not be detected and therefore, the complaint is considered as not confirmed. However, if the complaint sample will be provided, the complaint will be re-opened accordingly. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "reason of complaint: therapy : anti biotic incident drug concentration (with dilution units): diluted, amount unable to confirm prescribed vtbi (volume to be infused, ml): 40ml prescribed dose or rate (ml/hr): 150ml/hr infusion pump showed keep vein open (kvo), 40mls remaining in burette. Infusion rate was set at 150mls/hr throughout. Vtbi was reset to 40mls, 30mls was remained in the burette. Infusion pump kvo again afew minutes later. User checked that burette was clamped. Vtbi set to 30mls, infusion pump kvo again afew minutes later. The line was resat, and started run again. Settings remained the same but burette mls reduced by alittle. Incident time was from about 7pm-8pm. Another pump was changed afterwards and remaining amount was infused without any issues."